Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels of 51 mg/dl. The customer did not mention any form of treatment for their blood glucose levels nor where they hospitalized. The customer had a low reservoir alarm but when they inserted a new reservoir the insulin pump did not rewind. The customer was educated on the priming method by using a new reservoir and infusion set. The customer did not return the product back for analysis.